Event description:
A salute laparoscopic stapler malfunctioned during surgical procedure. The instrument is a long, staple-delivering device that is reusable. A cartridge of staples, tackers is placed in the stapler. During the procedure the first two staples fired correctly, but the 3rd staple shot straight out through the patient into the resident's finger. The staple was straightened out instead of curved. The device was removed from service by surgeon request.